Event description:
On (B)(6) 2010, pt's sister reported, pt is having issues with his infusion device. Sister stated, pt was at his doctor for a routine visit on (B)(6) 2010, and was advised to call because, the display on his infusion device is hard to read. Sister reported, the display appears "fuzzy". Sister stated, the display looks like the screen has a film behind it. Sister reported, there is a film that is making it difficult to read the display. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.